Manufacturer narrative:
Pump received with battery cap broken inside the battery compartment, corroded battery compartment and battery spring noted. Unite can not turn on due to corrosion in battery compartment.

Event description:
The customer reported via phone call that the battery cap broke off the insulin pump. The customer's blood glucose was 135 mg/dl at the time of incident. The customer also mention that the screen was blank but went back after changing battery. The insulin pump was returned for analysis.